Event description:
Rptr found a health alert (12/00) article on fluoroscopy that any problems associated with fluoroscopy should be reported to FDA and personal physician. Rptr had fluoroscopy in 2001 while hospitalized for cardiac testing. Rptr has experienced 4 mos of redness and tenderness in upper chest area and neck. Has seen dermatologist who says problem is sun damage however rptr does not believe this diagnosis. Condition has not responded to medication.